Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis with blood glucose levels of 249 mg/dl. It was stated that the customer was using an insulin pen to supplement insulin coverage for meals and did not have enough insulin. The customer declined to troubleshoot the insulin pump as she felt comfortable with using it. No other information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.